Event description:
It was reported that the patient visited the hospital in 2008, due to pain and x-ray appeared normal. At about 10 days later, patient returned to hospital for pain and a bone fracture was detected. Consulting surgeon noted osteoporosis and the stem was in a varus position and possibly the femur was cracked in the initial implantation. Patient was revised at approximately 2 weeks later.

Manufacturer narrative:
Evaluation summary: osteoporosis causes bone to become brittle and more prone to fracture. Additionally, the stem positioning is described as varus. An improperly implanted stem could stress the femur in unintended locations, and lead to fracture. Also, a mismatch between the rasp and femoral stem could lead to an aggressive press fit and ultimately femoral fracture. It is not known if the technique used for rasping and implantation correlated with the surgical technique. Improper rasping technique could lead to unintended thinning of the femoral wall and ultimately a femoral fracture. The post-op radiographs and the radiographs used to detect the fracture were not sent for analysis. Cause cannot be definitively determined. Evaluation codes: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.